Event description:
It was reported that during an attempted implant, the atrial lead would not completely connect to the device. Another device was used without further issues. Patient condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Test leads were able to connect to the header normally. The lead bore dimensions were checked with pin gauges and found to be within specification.